Manufacturer narrative:
The access for the procedure was via the left arm brachial artery. A 6f brite tip sheath was inserted. The powerflex pro 9 x 4 bc was inserted without resistance and advanced to the left subclavian. A pta was performed inside an unknown stent in a shunt. The balloon was inflated up to the rated burst pressure (rbp) and then even more. At an unknown pressure of more than 12 atmospheres (atm.), the balloon ruptured. The physician withdrew the balloon and pulled it into the sheath under fluoroscopy. The target lesion was reported to be: not calcified, mildly tortuous, and not a chronic total occlusion. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. An inflation device was used for the procedure and the contrast to saline ratio was one to one (1:1). The same inflation device was used subsequently with other devices. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during a percutaneous transluminal angioplasty, a powerflex pro balloon burst at greater than 12 atmospheres, which was above the rated burst pressure. The device also separated following withdrawal difficulty through the guide sheath. The target lesion was a stent within a shunt which was reported to be occluded with thrombus and had been previously treated with administration of urokinase. The lesion was not calcified or a chronic total occlusion but did have mild tortuosity. The balloon did not rewrap properly, as it had ruptured. The physician could visualize both the proximal and the distal markers had entered the sheath. As the device was removed through the guide sheath, the physician experienced resistance; however, decided to pull harder because he thought the whole balloon was inside the sheath. As he pulled, the resistance fell away and a part of the balloon came through the valve of the sheath. The distal tip was missing and appeared to be left behind in the arm of the patient. A small part of the inner catheter of the balloon tip was reachable through the valve of the sheath and was still on the guidewire. The six french sheath was exchanged for an eight french sheath and the physician was able to retrieve the separated balloon tip. During this retrieval there was bleeding at the entrance site which the physician attributed to the manipulations and sheath exchange. The shunt was completely blocked again after the procedure/retrieval. The physician then performed another percutaneous transluminal angioplasty to re-open the vessel. After removal of the eight french sheath, manual compression was held and no hematoma at the site was reported. The patient was sent to the operating room for removal of the formed clots within the shunt. The physicians were not able to re-open the shunt. The current status of the patient was reported as unknown. There was no reported difficulty removing the product from the hoop, removing the balloon cover, stylet or any of the sterile packaging components. No kinks or other damages were noted prior to use in the patient. The device prepped normally and maintained negative pressure. The contrast media and inflation device used is unknown; however, the indeflator was used successfully with other devices. The contrast to saline ratio was reported at 1:1. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve or guide catheter. Difficulty advancing the catheter through the vessel was not reported. The current status of the patient was reported as unknown. The product was returned for inspection. Fal: one non sterile catheter powerflex pro 9mm4cm 80 was received coiled inside a plastic bag. The balloon was separated in two pieces, no other damages were noted. A leak test could not be performed due to the condition of the balloon. The balloon external and internal surfaces presented no evidence of damaged. This balloon burst failure exhibited no surface anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon-burst above rbp and separation were confirmed through analysis of the returned device. The exact cause could not be determined. Based on the information available for review, procedural factors and handling factors (such as, inflation of the balloon greater than the rated burst pressure, and withdrawal of the device against resistance) may have contributed to the difficulty experienced by the customer. The instructions for use (IFU) cautions ¿do not exceed the rated burst pressure. Higher pressures may damage the balloon or catheter or over-distend the selected artery. Warning: inflation at a high rate may damage the balloon.¿ the burst condition of the balloon may have contributed to the withdrawal difficulty through the sheath. The event description notes that the physician pulled harder at resistance was met. The IFU notes ¿if the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the event description, analysis nor the DHR suggests that the difficulty experienced by the customer could be related to the manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the 80 cm. Powerflex pro 9mm. X 4cm. Balloon catheter (bc) burst at above the rated burst pressure (12 atm). During withdrawal of the bc through the sheath, the physician experienced resistance/friction and the distal tip of the device became separated. The physician could see that both the proximal and the distal markers had entered the sheath, but he did feel resistance. He decided to pull harder because he was under the impression that the whole balloon was already inside the sheath. Suddenly the resistance fell away and a part of the balloon came through the valve of the sheath. The distal tip however was missing and appeared to be left behind in the arm of the patient. A small part of the inner catheter of the balloon tip was reachable through the valve of the sheath and was still on the guidewire. The physician decided to exchange the 6 fr. Sheath for an 8fr. Sheath. Through the 8f sheath, the physician was able to retrieve the separated balloon tip. During this retrieval there had been a bleeding at the entrance site. Also the shunt was completely blocked again after the procedure/retrieval. The physician then performed another pta to re-open the vessel and the patient was sent to the operating room (or) to get the formed blood cloths removed. In the end the physicians were not able to re-open and therefore save the shunt. Of note, the stent/shunt was noted to be occluded with thrombus/was pre-existing (reason for treatment) and was treated by administration of urokinase.